Event description:
According to the reporter, the balloon was inserted on (B)(6) 2017 and it failed on (B)(6) 2017; the balloon was detached of the product body.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. One sample was received for evaluation and the reported condition that the balloon was detached from the product body was not confirmed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.